Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device used in the incident, it was found that the database was in suspect mode. A technical support specialist (tss) performed a manual full sync using the knowledge article "proper data sync 2.0 procedure." After the sync, the station came up, communicated properly with the server, uploaded data normally, and showed no errors on the server. The tss informed the field service engineer (fse) to perform a battery health check based on the kernel power error found in the station logs. The fse worked with the tss and brought the station back to normal operating mode. The fse confirmed that no issues on battery. The customer was able to log in, and the issue was resolved. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unexpected data error had occured and the database was unable to be opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.